Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that it was difficult to charge due to the implantable neurostimulator (ins) placement in the chest. No symptoms or further complications were reported/anticipated.